Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, frame under expansion and paravalvular leak (pvl) of unspecified severity were observed. Subsequently, a post-implant bav was performed using a non-medtronic (true) balloon while the patient was rapidly paced. Upon removing the equipment, the valve dislodged to the ascending aorta due to the patient's calcified anatomy and post-implant bav. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was approximately 3 mm, and the implant depth on the left coronary cusp (lcc) was approximately 4 mm. After valve dislodgement, the implant depth on the lcc and ncc was at the sinus of valsalva (sov) position. A non-medtronic (ensnare) snare was used to capture and stabilize the valve in the ascending aorta. Subsequently, a 29 mm transcatheter valve was passed through the 26 mm valve and implanted without further complications. Per the physician, pre-case planning factors, specifically the computed tomography (CT) scan without contrast, contributed to the event. Additional information was received indicating the following: the deployment starting point for the initial valve was at the bottom of pigtail catheter; a medtronic confida guidewire was used during the procedure; and the severity of the pvl was moderate to severe.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a product ID {non-medtronic post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, frame under expansion and paravalvular leak (pvl) of unspecified severity were observed. Subsequently, a post-implant bav was performed using a non-medtronic balloon while the patient was rapidly paced. Upon removing the equipment, the valve dislodged to the ascending aorta due to the patient's calcified anatomy and post-implant bav. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was approximately 3 mm, and the implant depth on the left coronary cusp (lcc) was approximately 4 mm. After valve dislodgement, the implant depth on the lcc and ncc was at the sinus of valsalva (sov) position. A non-medtronic snare was used to capture and stabilize the valve in the ascending aorta. Subsequently, a 29 mm transcatheter valve was passed through the 26 mm valve and implanted without further complications. Per the physician, pre-case planning factors, specifically the computed tomography (CT) scan without contrast, contributed to the event.